Manufacturer narrative:
The device was evaluated. Device evaluation noted the reported customer issue was not confirmed as no issues found on the device light guide lens and objective lens. Based on investigation results, the image issue occurred due to component, electronic component failure. The root cause cannot be conclusively determined. Reasonably known information suggests probable causes such as damage or deterioration of parts, physical stress, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuits. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device bronchovideoscope to the service center and reported "scope lens is damaged". The issue was found during an unknown event. Device evaluation found the device image was intermittent/flickered. There was no patient involvement in this reported event.